Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 wherein the system was explanted.

Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving effective stimulation. Multiple reprogramming was unable to resolve the issue. As a result, surgical intervention may be taken to address this issue.